Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device would not complete the operational check. The customer reported that when the charge button is pressed, the device shuts down. There was no reported patient involvement/adverse patient impact.